Manufacturer narrative:
Based on the information provided this was a (B)(6) patient who underwent the repair of an incarcerated right femoral hernia with the implant of a bard perfix plug in (B)(6) 2011. Within months the patient began developing some pain in the area of the repair. Allegedly she also developed anemia, which was initially treated with oral iron substitution and later required transfusions. A root cause was never evaluated by the family physician, due to "age" and the "risk" associated with the invasiveness of diagnostic procedures. Ultimately a recurrent hernia with bowel incarceration was diagnosed and treated, including opening of an abscess and partial mesh removal. The patient appeared in reasonable health postoperatively so that the surgeon suggested discharging the patient until a secondary procedure would be performed, but the patient allegedly developed a severe infection and passed away. From the limited information available, it is unclear what exactly the patient's underlying condition was. The mesh was not alleged as having caused or contributed to the unfortunate situation and outcome by either of the patient's physicians. The death certificate states the patient died of acute sepsis (onset days) secondary to right groin abscess, acute hypoxia, acute encephalopathy, severe malnutrition. Other significant conditions contributing to death but not resulting in underlying cause is depression. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Should additional information be provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported via maude event report (mw5067493) " mesh surgery was on (B) (6) 2011. During the next one and a half years, there was stomach pain, internal bleeding, several blood transfusions, discomfort, pain, loss of appetite, weight loss, major swelling at the mesh sight, sepsis and ultimately death." The following is based on additional information and medical records (implant/explant operative reports and death certificate) provided by the patient's daughter. Per implant operative report: on (B)(6) 2011 ¿ the patient underwent repair of what was thought to be a right inguinal hernia. During the procedure the hernia was identified as an incarcerated right femoral hernia and was repaired with a bard perfix plug, which was secured to the fascia using interrupted 0 vicryl suture. Per recollection of patient¿s daughter: (B)(6) 2011 ¿ the patient presented to the initial postoperative visit with no complaints. On (B)(6) 2011 ¿ (B)(6) 2012 ¿ within the months following implant, the patient began to feel some pain in the area of the repair and did see her primary md. The patient was put on iron pills for suspected internal bleeding. The md indicated due to the patient's age, invasive testing, such as a scope, to determine the cause would be too risky and this was not performed. The patient's health continued to decline over the next year, and she lost weight due to not eating. A mass was felt in the area of the hernia repair and the patient reported her "hernia was hurting her." At this time, the patient was receiving blood transfusions, and her daughter indicates there still were no invasive tests performed to further investigate the cause of the patient¿s symptoms. The patient began to have episodes of vomiting and at this time went back to the implanting surgeon who performed a physical exam and determined the patient needed to go into surgery right away. Per explant operative report: on (B)(6) 2012 - the patient presented to the hospital with a complaint of right inguinal pain and had a large bulge over her right inguinal area. Examination found a fluctuant apparent right incarcerated inguinal hernia. The patient was advised of the risks and benefits of undergoing repair and elected to proceed. Upon entering the subcutaneous tissue, "a vast amount of purulent material was noted. Suction was applied and the cavity was drained of greater than 100 ml of purulent fluid." This was sent for anaerobic/aerobic cultures. The area was then thoroughly irrigated and dried. A mesh plug was present. The mesh plug resected and sent as specimen. The area was then further irrigated, dried; hemostasis noted. It was felt that this patient should allow this abscess to be treated medically prior to repair of hernia. The wound was packed with 4 inch kerlix gauze soaked in betadine; 4x4s, hypafix tape were applied over this. The patient tolerated the procedure well and was taken to the post anesthesia care unit for recovery." Per recollection patient¿s daughter: the patient never left the hospital as she had some sort of infection (throughout her body), and within the next few days hospice was called in and the patient passed away on (B)(6) 2012. The md never indicated they thought the mesh was a factor in the symptoms being experienced. The death certificate lists the cause of death to be a) acute sepsis (onset days) secondary to right groin abscess, acute hypoxia, acute encephalopathy, severe malnutrition. Other significant conditions contributing to death but not resulting in underlying cause is depression.